Event description:
It was reported that the lens was removed from the pt's left eye intraoperatively for an unk reason. The incision was enlarged and sutures were used. Another lens of the same model was implanted successfully. Add'l info has been requested, but not received.

Manufacturer narrative:
The lens was discarded by the facility and will not be returned to b+l for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.